Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating physical damage on their insulin pump. The customer's blood glucose level was 2.2 mmol/l at the time of the incident. The caller stated that the customer was hospitalized because the piston pushed up on the reservoir. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.

Manufacturer narrative:
The insulin pump was received with operating currents within specifications and passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump had minor scratched lcd window, scratched case, scratched keypad overlay and cracked keypad overlay. The insulin pump was missing the retainer ring and reservoir tube o ring.